Event description:
The customer reported that the top of the touchscreen was not working properly, cannot silence alarms, and check vent alarm for blower temperature high. The ventilator was on a patient at the time of the issue and ventilator was swapped with no patient issue. The remote service engineer (rse) advised the customer to check for a diagnostic code of 1122 for blower temperature high in the event log. Reviewed suggested repair in the manual. The rse provided part number for the blower as needed. The customer stated he performed successful touchscreen calibration, and the touchscreen is still unresponsive to touch in the top section per the touchscreen diagnostics page. Discussed touchscreen replacement per manual and provided the part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.